Event description:
Report received of an underdelivery. During testing by the user facility, the device delivered a measured volume of 18.5ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/-1ml(+/-5%).